Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had two scratches on the display screen. The customer did not know the blood glucose reading. The customer stated that the device was damaged when it rubbed against his cell phone case. He reported that he had difficulty reading the screen. He also stated that he experienced high blood glucose levels. Advised replacement of the insulin pump. Nothing further reported.